Event description:
The pt's mother reported that the tampon withdrawal cord broke when her daughter attempted to remove a tampon. The pt visited a physician on (B)(6) 2010 and the tampon was removed. No further treatment or complications were reported. The pt was treated at (B)(6) care center in (B)(6). Event was reported to MFR by pt's mother on (B)(6) 2010. Pt was unable to provide the lot number of the device or return unused product from the same carton.

Manufacturer narrative:
The pt was unable to provide the lot number of the product or return other products from the same carton. No investigation was possible, although data related to tampon integrity and tampon withdrawal cord integrity are continually reviewed and trended by the MFR as a standard procedure.